Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: one year of service history for this device was reviewed and no reports were identified related to the reported condition. Root cause: user interface.

Manufacturer narrative:
Correction: optia field action 24 has been initiated to correct this issue by releasing a safety notification to all optia users to express the importance of entering the correct patient data and following the operator's manual and on-screen prompts. Corrective action: the field action referenced above will address this issue by updating all optia devices in the field to software version 11.3. This software version will allow the optia device to determine if entered patient height and weight combinations are feasible.

Manufacturer narrative:
Corrective action: an internal CAPA has been initiated to address user interface issue of transposing the patient weight and height when entering patient information into the patient data screen.

Event description:
The customer reported an incident of data input error in the spectra optia system for amono nuclear cell (mnc) collection procedure. The operator incorrectly entered donor's weight as 141 kg and height as 36cm when the actual weight was (B)(6) and height was (B)(6). Approximately 20 minutes into the procedure, the donor had a citrate reaction. The donor complained that their 'belly was hurting' and felt nauseated. Per physician's order, the donor's ionized calcium levels were measured and were found to have dropped from 1.28mg/dl to1.0mg/dl. An electrocardiogram (EKG) was performed and showed no changes. The operator entered the correct donor height and weight and the procedure was completed. Per the customer, no additional follow-up visit was needed. The ionized calcium level was 1.14mg/dland the donor was not symptomatic after the procedure. The donor is reported in stable condition. The customer declined to give the patient (donor) identifier.

Manufacturer narrative:
This event has been referenced to an internal software trackingsystem record for evaluation.real time feedback was provided to the customer on entry of patient parameters.

Manufacturer narrative:
(B)(6). Per the customer, the error was discovered when the operator was discussing the previous collection from the day before. She noticed that the inlet flow rate was 33ml/min and the current procedure was running at an inlet flow rate of 66ml/min. Investigation is in process. A follow-up report will be provided.